Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the patient was experiencing pain and numbness. The patient stated that on the date of this report, their fingers went numb and their neck started hurting. This was considered a sudden change in therapy/symptoms. The patient was trying to get their implantable neurostimulator (ins) into MRI mode, but when they tried to connect with the programmer it showed that they needed to charge the ins. It was suggested that the patient¿s healthcare provider (hcp) call for guidelines and page a manufacturer representative if needed. Indications for use are non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.